Event description:
It was reported the device failed defibrillation threshold testing (dft) with the implanted single coil right ventricular (rv) lead. The single coil lead was explanted and a dual coil right ventricular (rv) lead was implanted; however, the device still failed dft testing. The device was also explanted and replaced with a device that was able to successfully defibrillate at 30 joules. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant medical products: product ID: 6935m62, lead implanted: (B)(6) 2014. (B)(4).